Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer. Customer continued to use the pump for insulin therapy.